Event description:
As reported, roughly two weeks, after deployment of a 5f mynxgrip vascular closure device (vcd), patient had a 1/4 inch to 1/2 inch tower of pus oozing from the access site. It began as a small lump that kept expanding. Then the patient noticed that it was a giant pocket of pus that was encapsulated. It passed out of their insertion site and was infected. The patient applied a band-aid on the access site for the entire two weeks post deployment and tried to keep it as clean as possible. The procedure was a neuro angiogram. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, roughly two weeks after deployment of a 5f mynxgrip vascular closure device (vcd), patient had a 1/4 inch to 1/2 inch tower of pus oozing from the access site. It began as a small lump that kept expanding. Then the patient noticed that it was a giant pocket of pus that was encapsulated. It passed out of their insertion site and was infected. The patient applied a band-aid on the access site for the entire two weeks post deployment and tried to keep it as clean as possible. The procedure was a neuro angiogram. Additional information was requested but not provided. The device will not be returned for evaluation. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images, and possible contributing factors could not be determined with the limited information provided. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynxgrip IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ as provided in the patient brochure as puncture site post-procedure care, ¿re-apply a clean, dry band-aid every day for five days or until a scab has formed at the site. Change the band-aid as needed. Keep the site clean and dry. You may shower 24 hours after the procedure, but do not bathe or use a pool until the wound has completely closed. Gently clean your puncture site with soap and warm water. After showering, gently pat-dry the site with a clean towel; then let the site air-dry before covering with a band-aid. Limit tight fitting clothes or underwear that may irritate the puncture site until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.